Event description:
Caller states the patient tested 7.60 on the coaguchek s system and 3.5 inr on a comparison lab. Medication was held for 3 days. No adverse event reported. Requested return of suspect system and replacement was sent.